Event description:
It was reported that following a non-deep brain stimulation (dbs) related fall, the patient began to experience a sudden increase in his tremors due to high impedances. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a revision procedure wherein the lead extension was explanted and replaced. The patient was doing well postoperatively. The lead extension was discarded.